Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128587.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Correction: section h11- provide narrative data-the following statement was inadvertently omitted from the initial report: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.